Event description:
It was reported the patient underwent trial lead placement in 2009. The patient had good stimulation coverage in the areas she needed it. She felt no burning or unpleasant sensation and was able to take less pain medicine due to the benefits of the trial system. Two days later, the patient noticed a rash and turned the device off. The rash was described as "burns" on the back of her calves. The leads had been placed percutaneously with the tips at the top of t8. The trial was not traumatic. The hcp had speculated it might be a vascular issue or some type of skin irritation. The patient was to undergo further testing. The trial leads were removed at the end of the trial and discarded. The patient wanted to proceed with implant if it could be ruled out the rash was related to the device. The hcp ordered a doppler u/s to rule out dvt and a cbc with differential which were normal. The source of the rash was not determined but the patient's symptoms were resolving. The patient was referred to an orthopedic surgeon for a paddle lead implant. The hcp would most likely request the patient see an allergist to administer a component allergy test kit prior to scheduling the patient for implant.